Event description:
It was reported that during a left shoulder hemiarthroplasty, the blade broke at the mount. It was also reported that the surgeon removed the broken piece from the surgical site via suction. It was further reported that fluoroscopy was used to check for any add'l retained pieces of the blade and none were noted.

Manufacturer narrative:
The blade subject to this event was returned to the MFR for eval. It was visually confirmed that one tab was broken from the mount of the blade. The returned part was measured where possible and all critical specifications were met. Mfg records were reviewed, no issues were identified which may have contributed to this event. The root cause is multi factorial.